Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the trunk cable guide pin was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged guide pin was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.